Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water tightness is lost due to poor watertightness of the camera unit. The most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited poor watertightness of the camera unit. There was no patient involvement.